Event description:
Infant underwent circumcision. Mogen clamp used. After procedure completed, pt noted to have increased bleeding at tip of penis. A small portion of glans penis had been removed, resulting in distal glans detect and ventral urethral defect. Pt underwent surgical reimplantation of amputated distal glans penis, reconstruction of distal urethra and ventral penile skin plasty/closure of circumcision.